Manufacturer narrative:
Product manufacture date: 26november2014. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot of titanium matrixmandible mini pl tension band was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history records also revealed this lot met all specifications with no non-conformances or rework noted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a plate broke post-op. Per device report, the plate was explanted on (B)(6) 2015. This report is 1 of 2 for com-(B)(4).

Manufacturer narrative:
: Product investigation evaluation: the broken matrixmandible mini-tension plate was received with several scratches from plate bending. It has been used for an open reduction internal fixation (orif) procedure at the right body / parasymphyseal area. Due to insufficient information, it cannot be determined whether the plate has experienced excessive bending stress or suffered from excessive patient strain. The six screws, received with the broken plate, where appropriate for the plate. Therefore, the root cause to failure and investigation is closed as indeterminate. In addition, further material analysis is suggested. Manufacturing investigation evaluation: the measurable dimensions of the plate were, as far as possible, checked and found to be in compliance with the technical drawings and ao/asif specifications. Due to the damage and the contouring deformations, not all dimensions could be checked. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding dimensions, material analysis, strength, or structural stability. The values were in compliance with ao/asif specifications and with the international standard. The fracture face is homogenous, which indicates material conformity. No product fault could be detected. The plate in question was manufactured with a lot size of (B)(4)pieces in november 2014. All parts were sold and we are not aware of any other complaints for this article- and lot number. The plate has scratches and marks all over, also close to the area of fracture. Since the device was received after the fact, it cannot be determined if these damages occurred during insertion by contouring, in-situ, or during the extraction. Based on the provided information, it cannot be determined whether the plate has experienced excessive bending stress, suffered from excessive patient strain, or if finally a combination of different factors caused the breakage. No manufacturing related issue was identified. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Unknown when the devise actually broke. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.